Event description:
It was reported that a spectrum pump displayed system error 341 during therapy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification with respect to the reported symptom. A single cleared event of system error 341 was confirmed during the event history log review. The device was monitored during the repair process for reoccurrences of the system error 341. The device was returned to the customer.